Event description:
The account alleges that a pt fell from a bed. No injury was associated with the fall. The pt position mode alarm did not sound, due to all three leds of the pt position mode was flashing.

Manufacturer narrative:
The tech evaluated the bed and found that it operated normally. The issue could not be reproduced. It was determined that as a result of user error, the pt position mode alarm did not function properly. There was no malfunction in the alarm or any portion of the bed. Therefore, the technician in-serviced the staff at the account on the correct process when zeroing out the scale, which will allow the pt position mode alarm to function properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.